Event description:
It was reported that the right ventricular (rv) lead for this implantable cardioverter defibrillator (ICD) exhibited a high shock out of range impedance measurement suddenly. Additional information from the representative was received that when the analysis prior to the MRI procedure was performed the shock impedances were found to be within range. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that the right ventricular (rv) lead for this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurements suddenly. This device remains in service. No adverse patient effects were reported.